Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not entering the blood glucose values into the pump when delivering a food bolus, which caused the customer to experience a bg level 485 mg/dl. Tandem technical support educated the customer on bolus delivery and also recommend that the customer discuss event with a healthcare provider.